Event description:
During a procedure for treatment of a gi bleed, the distal tip of the device came off in the pt's stomach. The dr retrieved the broken piece with a snare and used another device to complete the procedure. The pt's condition was reported as fine. Upon eval of the device by this MFR, it was found that the needle guide tube was also detached from the device. The device was found to meet all other drawing specifications. A lot history review showed no other complaints for this lot number. Co is unable to determine a failure mode for the device since no anomalies, other than the detached guide tube itself, were found with the device. User technique and/or pt anatomy may have contributed to this event. However, co is unable to determine the relationship between this device and the reported event.